Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported the lifevest has been irritating his skin near an incision sight. There was no alleged device malfunction contributing to the irritation. Patient was told to wear a bandage over the incision by a medical professional. Outcome of the irritation is unknown.